Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately three years and 10 months following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) revealed a ventricular migration of the valve, in addition to mild to moderate paravalvular leak. Approximately two months following the tee, calcific changes with development of moderate to severe prosthetic valve stenosis with a peak gradient of 44 mm hg and mean gradient 24 mm hg was noted. A computed tomography revealed frame under expansion and leaflet thickening. No adverse patient effects were reported.